Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia after a site and supply change, with blood glucose readings of 343 mg/dl and later 331 mg/dl, trending down to 321 mg/dl following guided troubleshooting; the device problem and component were not specified due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions beyond elevated blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.